Manufacturer narrative:
Right and left front fork broken. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Rp 11/25/2015- no serious injury alleged. No death alleged. Malfunction alleged. MDR filed to the FDA. No canadian filed. Right and left front fork broken. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).